Manufacturer narrative:
On 12/19/2019, additional information was received indicating the patient was dissatisfied with the procedure outcome post implantation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: mentor memorygel breast implant 300cc, catalog number 3507300bc, lot number 190623. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and experienced rupture and capsular contracture baker grade unknown on the left side. The patient was assaulted on (B)(6) 2016 which may have caused or contributed to the event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.